Manufacturer narrative:
(B)(4). Date sent: 5/18/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a bow in the anvil of the stapler, and the jaws would not close properly. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # 462a19. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present. Also, no anomalies were found in the jaws the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger (light gray and labeled with a number ¿1¿) until it locks in place. An audible click indicates that the closing trigger is locked. The event could not be confirmed as the device opened and closed without any difficulties noted and no reload was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 462a19, and no non-conformances were identified.